Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). (B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial total knee arthroplasty that while opening the packaging for the stem implant, it was noticed that incorrect screw was contained within the packaging. Another stem package was opened to complete the procedure.

Event description:
No additional information received.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed the device contained the incorrect screw. DHR was reviewed and no discrepancies were found. The root cause of the reported event was determined to be a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.